Event description:
It was reported that the pca tubing set had a hole located at the distal end of the tubing set. The entire pca syringe filled with hydromorphone was wasted because upon priming the medication leaked out through the hole and no longer met the pre-set parameters of the 15ml syringe. The customer later stated that there was no patient involvement.

Manufacturer narrative:
The customer report that the tubing set had a hole and leaked was confirmed. A tear was observed on the set's pvc tubing sleeve at the engagement of the antisiphon valve and microbore tubing components. During functional testing a leak was observed from the noted damage. The root cause of the damage was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the pca tubing set had a hole located at the distal end of the tubing set. The entire pca syringe filled with hydromorphone was wasted because upon priming the medication leaked out through the hole and no longer met the pre-set parameters of the 15ml syringe. The customer later stated that there was no patient involvement.